Event description:
Coag mode does not work but it does cut fine.

Event description:
Coag mode does not function.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Method: product received by manufacturer and pending inspection. Results: product received by manufacturer and pending inspection. Conclusion: product received by manufacturer and pending inspection. Product event: (B)(4).